Manufacturer narrative:
The use of non-insulated bipolar forceps in confined spaces may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Medwatch report explained that during an oral surgery case a burn occurred to the left lower lip measuring 1 cm in diameter. A bipolar forceps was being used to cauterize a bleed. The coag was set at 20. A cheek retractor was also in place. The esu generator that was used in this case was not considered to have a fault. Device passed inspection in clinical engineering and was placed back into use.